Manufacturer narrative:
The technician replaced the ticking and top foam with a revitalization kit for treatment surface to resolve the issue.

Event description:
Technician alleged that the mattress ticking cover was soiled on the inside and the top foam of the mattress was soiled. No alleged injuries.